Manufacturer narrative:
Pod was returned in the not deployed state. Inspection of the pod data found rotational sensor abnormalities that caused the pod to complete priming earlier than expected. A rerun of the pod data found the rotational sensor abnormalities to replicate again. Inspection of the drive mechanism found contamination on the commutator cap. This contamination can be confirmed as the root cause of the user reported event of the cannula not deploying.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.